Event description:
It was reported that the pump battery " takes some time for pump to hold the charge and connect." There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.